Event description:
Hg ii cup was implanted on 11/10/2000. Pt. Experienced pain. Liner was explanted on 6/12/2001 and found to be broken.

Event description:
Hg ii cup was implanted in 2000. Pt experienced pain. Liner was explanted on event date and found to be broken.